Event description:
Left thumb failed first carpal metacarpal implant with subluxation and silicone synovitis. Implant fractured at stem. Pt underwent removal of implant left thumb, first carpal metacarpal with interposition arthroplasty; flexor carpi radialis tendon transfer to thumb metacarpal; left thumb metacarpo-phalangeal joint arthrodesis. Intra-op findings: 1. Significant synovitis around implant, 2. Part of flexor carpi radialis tendon eroded by synovitis, and 3. Grade 3-4 arthrosis of metacarpo-phalangeal joint.